Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was at elective replacement indicator and the patient was upset about the longevity. It was also reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 7001 implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. It was noted the longevity calculation was 55%.